Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer did not remove air during fill tubing process. A cartridge change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 235 mg/dl.